Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that there was an optical communication failure. Amber light on positioning sensor unit (psu) illuminated. Multiple errors noted on psu error log. Attempted reseating psu connectors, entered ndi toolbox config, heard beeps and both green lights stayed illuminated. Launched cranial and amber light illuminated. Was able to successfully perform tracer registration with amber light on. Will submit error logs. The navigation system failure issue has not resolved. No parts were replaced.

Event description:
A site representative reported that, during a cervical tumor removal, the navigation system became unresponsive in the navigate screen. This occurred at the end of the procedure. The site attempted to hard reboot the navigation system by holding the power button but it would not shut down. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.